Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll tip bulk convenience pak contained foreign matter. Material#: 309605. Batch#: 5310147. It was reported by the customer that one syringe was found to contain a foreign particulate. Verbatim: complaint via email. Email(s) attached. On 05/27/2026, during visual inspection of lot 20260520-54152a x hci 1000 mcg in 10 ml syringe, one syringe was found to contain a foreign particulate. This unit is available for return. Product: sterile syringe tray 10ml. Lot number: 5310147. Part number: 309605. Number of defective units: 1. Defect type: foreign particulate. Product complaint : (B)(4).